Event description:
It was reported that the patient turns therapy off before they go to bed, as directed by the hcp. The patient said two times this week, they noticed therapy was still on. The patient said they noticed the issue happened right after they got device and had happened several times. The patient said in these cases when they would wake up, the dbs therapy app would show therapy was on. The patient said they were concerned because they don't want to wear down their implant battery. The patient said they saw dbs hcp in (B)(6) 2022 and when ins was checked, the ins was at 95% already. The patient mentioned that they would shake when therapy was off so they would turn therapy on for certain activities like when they wired their shed. Patient said they had their wife watch them turn their therapy off at night and their wife had witnessed therapy being on in the morning. The circumstances that led to the reported issue were asked but unknown. During the call, the patient walked through turning therapy off and back on, equipment was behaving like normal. The patient described a "slider bar" on the dbs therapy app. The patient said one time a couple months ago, the slider bar went from the on side and slid almost all the way over to the off side but then hesitated and went back on. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.